Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: 2012-(B)(6), product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger . Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient noticed a power on reset (por) on the recharger screen the saturday prior. The patient interrogated using the patient programmer. The programmer screen showed an informational por. The patient was walked through clearing the por using the patient programmer. The por was resolved. The patient had been going to radiation therapy.